Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A ligature mark in the suture sleeve area was found 35 cm distal to the is4 connector pin. The conductor coil was found fractured between 39 and 43 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed high pacing impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Remote monitoring revealed an gradual failure of the poles of the lead for several months (approx. Since (B)(6) 2024) and finally an impedance increase to >3000 ohms. The lead was explanted.

Event description:
Remote monitoring revealed an gradual failure of the poles of the lead for several months (approx. Since on (B)(6) 2024) and finally an impedance increase to >3000 ohms. The lead was explanted.

Manufacturer narrative:
Combination product: yes.